Event description:
Rptr indicated that a pt's vns generator was replaced due to battery depletion. The generator was returned to MFR for prod analysis, and during testing, it was found that the q10 transistor was out of spec. This resulted in a higher leakage current which increased the consumption rate of the device; however, the amount likely had a minimal effect on battery longevity.